Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the infusion set to resolve the issue. The customer's blood glucose level was 436 mg/dl. As the occlusion alarm occurred prior to contacting tandem technical support, troubleshooting to determine a cause of the occlusion was unable to be determined.